Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's insulin on board (iob) was intermittently not displaying an accurate number. There was no reported impact to customer's blood glucose level. Tandem technical support was unable to verify the allegation as customer declined to uploaded pump data for review. Reportedly, the customer continued to use the pump for insulin therapy.